Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail, faded serial number label, cracked middle (enter) keypad button. Unit passed displacement and active current measurement tests; it failed sleep current measurement and self tests. No unexpected pump errors 3s and no unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Self test returned pump error 75 twice. Thus software was utilized and uploaded trace/history files properly. The adapt tool does list the following pump errors: pump error 75 occurred on (B)(6) 2023 @ 14:33:25 & 14:39:23; pump error 25 occurred on (B)(6) 2023 @ 18:00:00, 18:38:00, 18:48:00, 22:00:00 & 22:38:00. The adapt tool does not list any other pump errors that could potentially trigger a critical pump error (open book image). The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j7, u22, q19, q26, q20. In summary, the customer¿s report of pump errors 3 was not confirmed but that of pump error 75 was confirmed during testing. Pump errors 75 and 25 are due to the moisture damage on pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 3 alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the customer was able to clear the alarm successfully and stated that the pump rewind was completed but the insulin pump did not pass the self-test and pump error 75 occurred again. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.